Manufacturer narrative:
Technician found that the brakes were not holding on this bed. Adjusted the brake/steer mechanism and brake casters to resolve this issue. Bed located in bed shop.

Event description:
Complaint information received indicated that the brakes were not holding. No injury reported.